Event description:
Situation: IV catheter failed prior to insertion in the pediatric patient. Background: rn ([redacted name]) reported IV cath failure to adn and completed safer report. Assessment/recommendation: lot number 4029680, ref # 383511. 25g .75 inches (19mm).